Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. There was no evidence of pacing inhibition as the patient was not pacemaker dependent. The noise was able to be recreated with patient isometrics and was felt to be related to myopotentials. Sensitivity programming changes were made, and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.